Event description:
Per the clinic, the patient experienced post-op infection. IV antibiotics were administered (type not reported). The implanted device remains.

Event description:
The facility representative contacted baxter (B)(6) to report an infusor that had ruptured during filling. The device was filled with normal saline and 5-fluorouracil. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4), 2011. Device not available for analysis.

Event description:
The customer reported that the unit showed an incorrect ECG.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010. No reimplantation is planned at the time of this report.(B)(4).